Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Section requested but not provided, however, it is presumed that the patient was a female patient as the event occurred in the labor and delivery department.

Event description:
It was reported that at 2010, two more inexperienced nurses programmed the pca dose at 0.2mg/hour with an 8 minute lock-out with a maximum dose of 1.6mg/hour to be delivered in the labor and delivery department. Although the two nurses programmed the device correctly, they also programmed an additional continuous dose of 1.6mg. At 0124, the patient was transferred to the mother-baby department when it was found that the device was incorrectly programmed. The patient was given narcan to counteract the event.